Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. An evaluation of the device cannot be performed as the device was sent to pathology per or protocol and was not returned to the manufacturer. Additional information was requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient is a status post direct anterior hip. She subsequently fell, fracturing the greater torch in which a grip plate was used to secure it. Now she presents to dr (B)(6)with groin pain and a possible loose cup. Dr (B)(6) decided to revise the cup through the anterior approach. The cup was carefully removed with osteotomes and a new tritanium revision cup and screws were implanted. A new liner and head were also used.